Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patients presented to the emergency department with a 1 day history of coughing with a productive yellowish white sputum and mild shortness of breath, headache, and bilateral ear ache. Patient denied any fever, chills, chest pain, lvad alarms, palpitations or lower extremity edema. Attending physician assessment was "likely upper respiratory tract infection (viral)". The patient was diagnosed with a (B)(6) infection of uncertain source, possible endocarditis or lvad related. CT of lumbar spine done without evidence of bone erosion or destruction to suggest discitis or osteomyelitis. Transesophageal echocardiogram demonstrated a hypermobile mass adherent to the left ventricular outflow tract non coronary cusp of the aortic valve. Respiratory tract and nasopharyngeal swab cultures grew rhinovirus/enterovirus. Patient was hospitalized and was treated with ancef (cefazolin) infusion, cubicin (daptomycin) for 7 days, and tamiflu. No additional information was provided. No additional information was provided.